Manufacturer narrative:
(B)(4). The actual device has not yet been received for evaluation at this time and the investigation is on going. A follow up report will be provided when the inspection results become available.

Event description:
(B)(4).